Event description:
A call was received through technical services reporting the patient was hospitalized after receiving multiple shocks. Also, a report that impedance values increased and oversensing was noted when doing an impedance test. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. The ventricular impedance daily measurement increased from 616 to 1488 ohms in one day. Oversensing of noise was also observed. The sic (sensing integrity counter) lifetime value, indicating a possible intermittency in the system. Other text : a call was received through technical services reporting the patient was hospitalized after receiving multiple shocks. Also, a report that impedance values increased and oversensing was noted when doing an impedance test. The lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high oversensing shock, inappropriate.